Event description:
The pt was intubated in 2009. Air leakage was confirmed from the pilot balloon and the tracheostomy tube was replaced with a new one. The tube was checked prior to use. No other info was provided.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.